Event description:
Reportedly, a connection issue occurred at ventricular level during a pacemaker implantation: the ventricular lead was inserted and when the screwdriver was turned clockwise, no click sound was confirmed. It was attempted several times to turn the screwdriver clockwise, however, no click sound was confirmed. The pacemaker involved in this MDR report was not implanted and returned for analysis. Another pacemaker was implanted without any anomaly.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved under p950029. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. The damages sustained to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent the adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported by the physician during the connection attempt at the ventricular position.